Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, the basket of an ngage nitinol stone extractor could not be closed normally when testing the device prior to the procedure. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the closed position and the basket formation partially closed. There was a 5mm gap visible between the slide and the end of the handle. The mlla (male luer lock adapter) and collet knob were tight and secure. Polyethylene terephthalate tubing [pett] measured 3.8 cm in length. There was a severe kink in the basket sheath 2cm from the distal tip and another kink 4.5 cm from the distal tip. A function test determined the handle does not actuate the basket formation. The handle was disassembled during the investigation. The support sheath and the basket sheath were still adhered. The basket formation could be manually actuated, but the basket formation does not open and close completely. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would not open and close properly due to sheath damage. The basket sheath was kinked in two locations near the distal end. The sheath damage was preventing the basket assembly from moving freely within the basket sheath. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ngage nitinol stone extractor could not be closed normally when testing the device prior to the procedure. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.